Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had no allegation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that light guide lens glue had corrosion and foreign material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that grip, switch box, up/down and right/left angulation control knob, scope cover, scope connector cover, suction connector have scratched; forceps channel port had a dent; air water cylinder, suction cylinder had no color; sheet holder unit had corrosion due to water leakage; distal end and adhesive around objective lens had discoloration; objective lens, light guide lens had a crack; water tightness of forceps elevator was lost; universal cord coating peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.